Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device was recalibrated to address the issues. In addition of the above evaluation, the device¿s front enclosure and handle were replaced due to remedy physical damage, which was not related to the malfunction/issue.